Event description:
It was reported that t:slim x2 pump battery would not charge and pump showed power source alert while caller was using non-tandem charging cable and computer usb port, and issue continued even after trying a wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer later left pump connected to a working wall outlet for extended time, changed wall adapter and charging cable to non-tandem supplies, and pump began charging, and technical support advised against ongoing use of third-party charging supplies except for troubleshooting and arranged replacement charging supplies, after which no further assistance was required.